Event description:
It was reported that during the surgery t1 and t2 deploy simultaneously. No patient injuries or delay were reported. Back-up device was available to complete the surgery.

Manufacturer narrative:
One fast-fix 360 curved needle delivery system was returned for evaluation. Visual assessment of the device showed t 1 is free from the needle. The actuator is in its t1 pre-deployment position. T2 remains in its customary position on the needle. The device was functionally tested for proper actuator advancement and cycling and was found to function as intended. T2 deployed as intended during the functional test. The device was not returned in the condition of the reported complaint of simultaneous deployment.

Manufacturer narrative:
The reported fast-fix 360 curved needle delivery system is intended for use in treatment, was not returned for evaluation. Without the reported product a visual evaluation cannot be performed and the customers complaint cannot be confirmed. From the information provided, the device simultaneously deployed during use, causing both implants to deploy. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: pushing the deployment slider twice prematurely deploying the second implant.